Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported leakage. Event description: material: 515070. Batch: 2411504. Chemo hung as secondary. Rn verifying 3 drips prior to leaving noticed that the primary bag was being infused instead of the secondary. Attempts to troubleshoot identified malfunctioning connector piece. Replaced bd phaseal connector and it started to drip. Caught immediately. No delay in infusion.

Manufacturer narrative:
Additional information: (b.3) date of event has since been provided. (H.10) added report number; attached medsun report. Investigation results: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of connector c35-o lot 2411504 was conducted, and no deviation or non-conformance related to the alleged defect was found. Three retained samples were received for further evaluation, and upon visual inspection, no issues were observed on the luer cone or luer thread. No damage was detected on the retained samples. Dimensions of the retained optima connector samples were measured on the retained male luer connectors, dimensions were within the limits. Based on the metrology tests performed, no anomalies were identified in the retained samples that could cause luer lock disconnection. All retained samples comply with the internal drawing of the c35-o connector body. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
No additional information